Event description:
It was reported the ipg is unable to communicate with the external devices and the sjm rep confirmed the issue. The physician believes the ipg has settled too deep to establish communication. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.